Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause has not been determined. The patient doesn't have their controller anywhere on their person and it will just turn off. The patient noted this was happening more often. The patient turns the implant back on when this happens to fix the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ever since implant he has had 4-5 episodes of noticing stim being unexpectedly turned off, it happens 2 or 3 times a month. This happened to him again at 4am this morning. Yesterday at 2pm his controller was dead so he plugged it into ac power and left it there all night. He woke up at 4am in terrible, horrible pain, it " ruined him" and at 9 am when he checked using his controller, his controller said stimulation was off. It turned off a couple of days ago as well! During the call pt used his controller to check his settings. His stim was on, he was on group a at 6.0, adaptive stim was not enabled, the remote battery showed 100 percent and the ins was 100 percent. Pt said he only uses the controller every day when he charges his ins then he plugs it in to ac power to charge and leaves it there. Patient noted the battery was difficult to remove. Patient does not use the controller, except to charge his implantable neurostimulator (ins), he keeps his settings the same all the time. Pt added that it helps a little bit of an inconvenience to charge it every day he would rather have a pain pump. Pt also mentioned he uses the kind of stimulation he cannot feel.